Event description:
Pt presented to emergency ward with delirium and leukocytosis. Extensive neurological eval was undertaken. It was negative. The chest radiograph with reported late, and the report came back silently into the radiograph silo, as pneumonia, but no one saw the report. There was not any notice or warning that a new report had been generated. In addition, the ehr device uses elaborate system to generate a complete history and physical exam report. There was no way that the lungs were "clear" as stated by the doctors (ER and attending) using the canned language of the ehr macro/template when the pt had bilateral pneumonia. The treatment with antibiotics was delayed by 20 hours. This case raises important issues that have been wrought by ehr devices that have not had any vetting for safety, unstability, and efficacy, and remain free of after market surveillance. Reports of all types get deposited into their respective silos silently, and no one knows the results for hours whether they are good or bad. Care is delayed with frequent life threatening consequences. The ehr device enables elaborate reports of examinations, that often are not done, with one swift click of the mouse. Basically, these are fake exams and histories.